Event description:
Battery being charged caught fire. No adverse event was associated. In dec 2008, respironics acquired the respiratory products of medel s.p.a. The subject product of this report was produced prior to the acquisition in nov 2008. (B)(4) holds the 510 (k) for this product. Respironics considers itself responsible for regulatory reporting even though the subject product was produced prior to acquisition and had been discontinued after the 2008 production. This report is being submitted at this time as it was unk if the battery was produced by medel as this type of battery is available from other sources including the by sale over the internet. The subject battery was not received by respironics until july 13, 2010 as it was initially sent to the user's insurance company. Until that time there was no positive identification of the battery in question's origin as this type of battery is available from various sources including over the internet. The origin of the battery could not be determined. There have been no other complaints regarding this product or battery that we are aware of and respironics will continue to track and trend all product complaints.